Event description:
It was reported that the customer visited the emergency room and was subsequently hospitalized due to a blood glucose level of 55 mg/dl, cause was unknown. The customer required assistance from an ambulance which administered glucose after the customer attempted to treat with consuming carbohydrates. The treatment resolved the issue and customer had no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.